Event description:
It was reported that during a da vinci-assisted procedure, the fenestrated bipolar forceps instrument cable was frayed at the jaw. A fragment fell into the patient and was retrieved during the same procedure. It was unknown if any post-operative diagnostic studies were performed to confirm the fragment retrieval.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been received for failure analysis evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The primary failure of frayed distal instrument grip cables was found to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.